Event description:
Additional information was reported that they failed to get the ins into the correct area after being interrogated by the manufacturing representative (rep). The patient stated they went to pick something up off the floor and something popped, and the location of their stimulation changed. The patient will be having a revision surgery on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97715 lot# serial# (B)(4) implanted: (B)(6) 2019 explanted: product type implantable neurostim ulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was yesterday the patient picked up something and felt a pop. After that their stimulation changed and they had to contort their body to feel their stimulation. Pss documenting reported event. Patient had an appointment scheduled for (B)(6) 2021 to meet with their health care provider regarding this event. The patient said they had 19 surgeries over the past 20 years and they mentioned they had a revision a couple of years ago, patient services specialist believed that the patient was referring to having their two 97715's implanted on (B)(6) 2019. Patient made no allegations against longevity of any medtronic devices. Patient's reason for call was to contact a medtronic representative (rep); patient services specialist reviewed the role of the rep and redirected the patient to their health care provider. Caller was redirected to the healthcare provider (hcp).